Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced discomfort at their ipg site. As a result, the ipg was replaced.

Event description:
Follow up revealed that the issue has been resolved.

Manufacturer narrative:
Device information has been corrected.